Manufacturer narrative:
Device evaluation summary: the reported failing liquid quality control was not verified during service. The service technician ran the heptrac eqc first, checked the lot number and expiration date for the control and the cartridge and ran the abnormal act cycle twice with no problems. Technician found that the controls were running at the low end of the acceptable range, but were still within specifications and the qcs passed every time. The service technician noted that the temperatures on channels 5 and 6 were at 36.7c and were within specification and could not find anything mechanically or electrically wrong with the device. Post-repair testing was performed per specifications. Instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a hms plus instrument, it was reported that it was failing the abnormal liquid qc (quality controls). The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that lot numbers of the liquid controls are not available. Quality controls are run weekly by the customer. There were no errors associated with this issue.

Manufacturer narrative:
Continued from h4: month and year valid only, exact day is unknown. Conclusion: complaint not confirmed for the hms plus instrument failing the abnormal liquid qc (quality control). Trends for issues with this product are reviewed at quarterly quality meetings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.